Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. The customer's blood glucose was 130 mg/dl. The customer continued to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified; however, the battery hot to touch allegation could not be verified.